Manufacturer narrative:
One device was received for evaluation. Visual inspection found a worn downstream occlusion (dso) seal. Functional testing was able to verify the reported problem. The root cause was due to the customer dropping the device. The dso seal and the lemo connector were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was a dose cord issue. The device evaluation revealed a worn downstream occlusion seal. There was unknown patient involvement.